Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned a surgical assistant squeezed the dermabond advanced and felt something sharp puncture his finger. He thinks the inner glass vial of the adhesive containing the topical skin adhesive, punctured the outer silicone casing of the and pricked his finger when he was using it at the end of a procedure. If other, describe - nurse team leader requested application information for staff. Product specialist will send application information and will conduct inservices. On visual inspection the outer silicone casing surrounding the glass vial may be punctured from outside?, if other, describe --> no patient involvement. Just a product complaint about the inner glass vial breaking through the silicone casing of the anx12 and request for application information for surgical assistant., did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences -no patient involvement, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)-- nil consequence for patient., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: - no, is the patient part of a clinical study - unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? The surgical assistant washed his hands was medical or surgical intervention required? No was there any special diagnostic test performed? No what is the status of the surgeon injury today? Not sure. I will follow up with the surgical assistant was it difficult to break the ampoule (was extra force needed to break the ampoule)? I will ask the surgical assistant was the ampoule crushed repeatedly? It appeared the ampule was repeatedly crushed however I will ask surgical assistant can you identify the lot number of the product that was used? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and topical skin adhesive was used. A surgical assistant thought his finger had been pricked by the inner glass vial of the adhesive when he was squeezing following a procedure. No patient involvement. No adverse user consequences to user. Additional information has been requested.